Event description:
It was reported that the deep brain stimulation (dbs) patient experienced tenderness, redness and purulent discharge at the incision sites on the head. After examination, the physician assessed that the patient had an infection and the patient was given antibiotic medication and a culture was taken. The physician declined to provide boston scientific with the culture results. Additionally, the patient underwent an explant procedure during which the entire system was removed. There were no reported patient complications postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7127385, unique identifier (UDI): (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7127705, unique identifier (UDI): (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7140222, unique identifier (UDI): (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7140327, unique identifier (UDI): (B)(4).